Event description:
Information was received indicating that the led lights to a smiths medical pneupac® parapac® ventilator do not turn on. It was reported that the alarm does not sound even with new batteries. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one pneupac ventilator was received for investigation in used condition. The face plate was pushed out where the relief alarm pressure knob was located. This indicated that device had been dropped. The technician performed the initial check by attempting to power on the unit to no avail. This observation confirmed the customer reported product problem. The technician inspected the battery holder assembly and cover. It was noted that there was corrosion found on both the cover tabs and the conductive ring inside the compartment. The technician proceeded to replace the battery holder assembly. The device successfully powered on after this measure was taken. The technician also removed the faceplate and straightened it back out. The device passed all functional checks after all these measures were taken.